Event description:
It was reported, that the customer went to the emergency room (ER). Cause of ER visit was not provided. A blood glucose level was not provided. Multiple attempts were made to follow up with the customer regarding the reported issue. However, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.